Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted and will be returned.

Manufacturer narrative:
Clarification to d6a. Implant date: 2006 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a implant date - partial date reported as "2006" - removed as (B)(6) 2006 is before the manufacturing date of the device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure and observed cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process.. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.